Event description:
It was reported that this right ventricular (rv) lead was exhibiting gradually increasing pacing impedance and high, out-of-range shock impedance measurements (>125 ohms). Boston scientific technical services was contacted and recommended thorough provocative maneuvers and performing a 1.1j commanded shock to evaluate the rv lead integrity. At this time, the lead remains implanted and no adverse patient effects were reported.